Manufacturer narrative:
Article citation: "efficacy, safety, and risk factors for failure of standalone ab interno gelatin microstent implantation versus standalone trabeculectomy." Schlenker, matthew b.; gulamhusein, husayn; conrad-hengerer, ina; somers, alex; lenzhofer, markus; stalmans, ingeborg; reitsamer, herbert; hengerer, fritz; ahmed, iqbal; american academy of ophthalmology. (05/may/2017), manuscript no. 2017-343, 1-10. Multiple requests for further information have been made. The authors stated that they¿re unable to provide additional information. The event of "malignant glaucoma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: the patient¿s iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered.

Event description:
In the article "efficacy, safety, and risk factors for failure of standalone ab interno gelatin microstent implantation versus standalone trabeculectomy." American academy of ophthalmology. (05/may/2017), manuscript no. 2017-343, 1-10, the authors describe the event of 4 eyes with serious complication, specified as malignant glaucoma. Side unknown.